Event description:
It was reported that a CT lucia 602 lens was removed from the patient. No other information was provided by the customer. Three follow-up attempts were made with the customer to provide more information; all 3 attempts were unsuccessful.

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.